Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned guide wire had no bend or deformation. Ptfe coating on the wire shaft was found intermittently peeled off in circumferential direction for approximately 38-42cm distal to the proximal wire end. Referring to similar known events, an unused guide wire of the same brand was inserted into a torque device to replicate the ptfe coating damage. The torque device was lightly tightened and slid over the wire surface so that its metal chuck would scrape the wire surface. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that a hard and sharp part of the concomitant torque device such as a metal chuck scraped the wire surface and peeled the ptfe coating. There was no indication of product deficiency. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some ptfe coating fragments might have entered into the vasculature. The precautions section of the instructions for use (IFU) states: do not tighten the torque device excessively to the guide wire. Loosen the torque device before moving its position over the guide wire. Otherwise the guide wire may be damaged.

Event description:
It was reported that an asahi guide wire was used during a ppi to treat a mildly calcified cto in the right ata. After the guide wire crossed the lesion with a support microcatheter, it was removed from anatomy for tip injection. When the guide wire was reinserting into the microcatheter, ptfe coating of the proximal wire shaft was recognized and green fragments were found in a saline tray. A new guide wire was replaced to resume the ppi. The procedure was successfully completed with reestablished blood flow. No particular remedial action was taken for the peeled ptfe coating as there were no adverse patient effects.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.